Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 900 mg/dl and subsequently was hospitalized; cause was not provided. Multiple attempts were made by tandem technical support regarding the reported issue, however, no response was received.